Event description:
A customer reported an issue with their pump, where the touchscreen became unresponsive, and they were unable to interact with it. Despite this problem, there was no adverse impact on the customer's blood glucose level. The customer attempted to reset the pump, but the issue persisted. As a corrective action, the customer chose to use manual daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support provided a replacement pump, and the customer was instructed on how to return the faulty pump and set up the new one.